Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead warning for impedance out of range. The rv lead was found to have a low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4598-78 lead, implanted: (B)(6) 2016. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead warning for high impedance out of range. The lead remains in use. No patient complications have been reported as a result of this event.